Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma - late onset.

Event description:
Patient reported left side "pain secretion, and inflammation." Later, healthcare professional reported a patient experienced the events of ¿moderate pain in both breasts¿, ¿asymmetric breasts, pain on palpation in both breasts¿, ¿capsular contracture of left breast implant with periprosthetic fluid¿. The device remains implanted.